Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the issue.

Event description:
Consumer reported tampon fell apart and pieces falling out several hours later.